Manufacturer narrative:
Hospital notes confirming the hospitalization were never received. Doctor's notes listing medical history were also not received. Manufacturing batch records were reviewed, and there were no discrepencies noted. There were no nonconfirmances associated with this lot. Three product retains from this lot were tested with water. No drainage issues or backup was noted. There is no confirmed history of infection related to our product. We are unable to confirm if the infection was caused by our device as patient's wife stated there was urine in the tube because he fills the ml bag quickly, he sleeps on his back and side, and he sits in a recliner during the day which could cause urine to stay near the anatomy. There is no indication that the device failed to meet specifications or malfunctioned, and the cause is not established.

Event description:
Patient's wife called in to report he ended up with a uti for 10 days while using the men's liberty product. She stated she doesn't know what antibiotics he was prescribed, the doctor isn't familiar with our product, and he isn't sure what caused it. She stated he doesn't have a history of uti, uses bed bags at night, sleeps on his side and back, and is in a recliner during the day. Hospital notes were requested multiple times to confirm the report but were never received. Doctor's notes with medical history were requested but also never received.